Event description:
It was reported that during a laparoscopic low anterior resection procedure, a black part of the articulation joint was ripped when the endoscopic stapler was inserted into the trocar. As no pieces of a black part were detached, no pieces were left inside the patient's body. There were no adverse consequences for the patient. The device could be inserted into a different trocar without any problem.

Manufacturer narrative:
(B)(4). The analysis results of the device (a) found that it was received in good condition. Upon evaluation, a test stapler was inserted and removed through the trocar without any anomalies noted. It could not be determined what may have caused then event reported. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. The analysis results found that the device (b) showed damage on the sleeve cannula. The seal mechanism was found to be in good condition. One possible cause for this type of damage may be interaction with an energized device used during the procedure. Caution should be taken to avoid contact between an energized device and the trocar during the surgical procedure. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Device b additional information: batch # unk, expiration date: unk, manufacturing date: unk. (B)(4) sleeve.